Event description:
This report was delayed while waiting for the details of the event from the hospital which were not received until 2008. Indications for this procedure include: cardiomyopathy, inappropriate sensing of automatic implantable cardioverter defibrillator lead and generator end of life. There was a dense amount of scar tissue in the area of the superior vena cava and during lasing, using a 16fr sls, the pt had a sudden pulseless electrical activity arrest. A tee showed a very large pericardial effusion and an immediate sternotomy was performed. Due to massive bleeding, cardiopulmonary bypass was initiated. After clearing the blood, an extensive tear was discovered. Extensive intervention was done to repair the damage, which included three hours and 12 minutes of cardiopulmonary bypass. When hemostasis was felt to be acceptable, the sternum was closed and the pt was taken to the surgical intensive care unit in critical condition, but later expired. An autopsy listed the cause of death as: clinical history of transection of the svc and brachiocephalic veins with right atrium damage and subsequent repair. Clinical history of anoxic brain injury. Contributing: acute myocardial infarction.